Event description:
The customer reported generating erroneously elevated troponin I (accutni) results for 3 patients from an access 2 immunoassay analyzer part of a unicel dxc 600i synchron access clinical system. The customer stated that one of the patients was an emergency room (ER) patient who recovered an erroneous accutni result of 0.12 ng/ml. The result is considered positive as the customer cutoff is set at 0.06 ng/ml. The erroneous result was reported out of the laboratory and the patient was transferred to the cardiac catheterization laboratory. A catheterization was then performed as a result of the initial erroneously elevated result. The doctor had asked for the sample to be rerun approximately 2 hours after the original run and a result of 0.00 ng/ml was obtained from the original instrument. The customer also noted that the patient's sample was slightly hemolyzed. The customer is currently unaware of the the patient's current status and did not want to investigate further. Please see medwatch #2122870-2012-01926 for the report on the other 2 patients. The customer had indicated that all troponin samples are collected in lithium heparin plasma gel separator tubes. The samples are then spun for 10 minutes at 3000 rpms and placed onto the closed-tube aliquoter (cta) for processing. Three levels of qc are run once per day and were within range. The customer had repeated qc after the third questioned result and qc was within range. The customer currently does not have a standard repeat protocol for positive troponin results. Beckman coulter field service engineer (fse) was dispatched but did not discover any significant findings while onsite. The fse performed a system check, verified alignments, recalibrated troponin and completed a successful precision run. The cause of this event is unknown. Accutni reagent part number a78803 and lot number 224072 and accutni calibrators part number 33345 and lot number 222575 were used in conjunction with the analyzer.